Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is assumed that due to the handling of the user, unexpected stress was placed on the cable and the cable unit broke down, the failure that this event occurred temporarily. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus (B)(4) (oekg) for evaluation. Oekg checked the subject device and found that the endoscopic image was not displayed and the subject device did not communicate with the video processor otv-s400 due to the failure of the camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that at the beginning of the nissen fundoplication procedure, the endoscopic image disappeared. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.